Manufacturer narrative:
Initially only one device model number was reported to have had an issue. However, the medwatch received stated 3 model number, size medium 5065, size large 5075, and size extra large 5107. It is unknown which devices experienced the reported issue and none of the devices were returned and the packaging/labeling was not provided. So information such as lot number, manufacture date, and expiration date are all unknown. All compression sleeves are function tested for inflation and leaks before they leave stryker sustainability solutions (sss). Since the devices were not returned, a conclusive root cause could not be determined. Potential causes for the leak can be attributed but not limited to, material fatigue due to overinflating, inadvertently puncturing the bladder during handling at the facility, or the garments were damaged result from weight bearing while wearing the foot sleeve. Sss's instructions for use state: 'refrain from walking and weight bearing while wearing foot sleeves.' This is the first complaint of this nature that sss has received. Devices not returned for an evaluation.

Event description:
It was reported that the compression "sleeves were leaking and not inflating." No patient injury was reported by the user facility. Additionally a medwatch from the facility was received that stated, "pt developed dvt on operative leg post-op ay 2 following a left total knee arthroscopy. Staff reported issues with scd pump; switched pumps x 2 and foot sleeve x 3. At least 2 of the 3 foot sleeves were defective as determined by our clinical engineering department. None of the sleeves were kept by staff for investigation."